Event description:
It was reported that there was undersensing on the ventricular lead. There was also an increase in threshold on the atrial lead. The leads remain in use. The patient is enrolled in the system longevity study (sls). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.